Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01650, -01651, -01652, -01654, -01655, -01656.

Event description:
Allegedly the patient was revised for unknown reasons (left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.